Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer treated with insulin. Customer was unsure if they changed their pump settings correctly and troubleshooting provided assistance with the settings. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to their settings. No further assistance was necessary as issue was resolved.